Manufacturer narrative:
As reported, the bard/davol hydrosurg plus battery chamber had fluid at the end of a case. The subject device was returned for evaluation. There was no visible corrosion on the batteries and battery housing. There is no sign of fluid within the opened battery housing. The base battery springs are also in good condition. The pump housing and tubing were not returned; without the missing pump head a complete evaluation could not be performed. A fluid leak into the battery housing does not appear to have occurred. However, without the missing pump head a complete evaluation could not be performed, the results of this investigation are inconclusive. Sample evaluated.

Event description:
As reported, the bard/davol hydrosurg plus irrigation was used for a procedure on (B)(6) 2021. When the or staff opened the hydrosurg battery compartment at the end of the case, noted fluid inside the battery compartment. There was no performance issue and the device functioned as intended. There was no reported patient injury.